Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was an unspecified problem with the power board. It appears that the problem may have occurred while in use on a patient, but the customer reported that there was a second defibrillator used and there was no report of negative patient impact.